Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a smart remote manager which was not connected to hs viewer. The customer reported that the refrigerator temperature was out of range and was not showing an alert in hs viewer. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.